Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use. The root cause was determined to be a defective water chamber. The breathing circuit set (incl. Water chamber) was replaced to solve the issue. There was no patient or user harm. Regarding the "leaky chamber" cases, (B)(4) has been initiated and completed to develop and implement the required improvements.

Event description:
Water leakage occurred from the root of the water supply tube when the customer was using it. We have received strong complaints from customers that there are too many defective products. Please let me know when the permanent countermeasure circuit sets will be shipped.